Event description:
Literature: bhatia s, oh m, whiting t, quigley m, whiting d. Surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Stereotact funct neurosurg. 2008;86(6):367-372. Literature summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total of 191 pt received 330 electrodes implant. There were 59 complications in 53 of the 191 pt. Pt 3 of 4 exhibited neurological deficit without intracranial hemorrhage. Post operative ncet of the head was normal yet the pt exhibited impaired cognition. See manufacturer report number: 2182207200901002.